Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead system did not deliver pacing when required. The system also exhibited low, out of range, pace lead impedance measurement less than 200 ohms. Further details indicated that the patient fell and loss of capture (loc) was observed. Subsequently, the patient underwent a surgical revision where the rv lead was explanted and successfully replaced with a new lead. The pacemaker remains in service. No additional adverse patient effects were reported.